Event description:
This is an international report of a check patient line alarm that was reported to have alarmed on the homechoice (hc) unit during fill 1 of 7. The home patient (hp) was connected. The technical service representative (tsr) had the hp close the transfer set and check the patient line. The hp found air in the line. The tsr had the hp cycle the power. The tsr assisted the hp to end therapy. The hp does not know how to set up the hc and does not have manual supplies. The tsr instructed the hp to contact the hospital. The hp replied that they are going to see the peritoneal dialysis nurse the next day and would let her know then. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the check patient line alarm is not confirmed and the cause was not identified because the disposable set was not returned to baxter. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). Upon further review of the investigation of the check patient line alarm, it has been determined that the circumstances reasonably suggest that the device malfunction reported in this incident would not likely cause or contribute to a death or serious injury were it to recur.